Event description:
Voluntary medwatch report; MFR (B)(4) rec'd from FDA. An (B)(4) olm intracranial monitoring kit; error message displayed stating that the monitor had been disconnected. As a result of this malfunction a new intra cranial pressure bolt was placed. Add'l info rec'd on (B)(4) 2010 by risk manager of reporting facility. The child did not experienced any negative effects as a result of this event.

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based upon the reported info.